Event description:
It was reported that a pt underwent a hand surgery procedure in (B) (6) 2010 and suture was used. The pt had a trigger finger released. Two to three days post-operatively, the pt started having a reaction and developed redness, swelling, and drainage. The pt was prescribed oral antibiotics (10 days) and local anesthesia was used. The pt has fully recovered.

Manufacturer narrative:
(B) (4) - infection - conclusion: no conclusion can be drawn at this times. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. Add'l info: the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: product code vr496, batch bm9ccce0; product code vr493, batch bl9hspe0. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished good release criteria.